Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 9/9/2013-device evaluation: the pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: the display screen is discolored with a pinkish contrast. The test screen is fully functional and is fully illuminated with no visible signs of discoloration when the display was replaced.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device had gradually dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.